Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional evaluation summary: representative samples were returned for evaluation. During the visual inspection of the samples, no defects were found on the package. The sample was opened and the swage and attachment area were as expected; also, the tip and body of the needles were examined under magnification and no defects or needle breakage were observed. The sutures were dispensed without problems and examined along of the strand and no defects or damage were observed. The samples were tested by resistance test to needle and the needles met the requirements. Per the condition of the representative samples, no needle breakage was found on the samples. The actual sample was returned for evaluation. A fracture was observed in the body of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of predominantly microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient went an abdominal procedure on (B)(6) 2018 and suture was used. The needle broke during the first suture passage. A piece of the needle fell into the patient and was retrieved. There were no adverse patient consequences reported.